Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The solenoid was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator compressor was inoperable during patient use. There was no report of patient harm. It is unknown if the patient was transferred to another ventilator and if the ventilator was also connected to an external gas source at the time of the event. The service engineer inspected the device and verified the malfunction. The solenoid was replaced. The ventilator passed all the required testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.